Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2012 she experienced elevated blood glucose (bg) of 459mg/dl with tightness in the chest, rapid heartbeat, and lethargy. The patient stated that at 1pm that day her bg was 121mg/dl and she had bolused for her lunch at that time, but then by 3pm her bg had elevated. The patient stated the changed her site as a precaution and gave a correction bolus, and at 8pm her bg was 163mg/dl. Customer technical support reviewed the pump with the patient and found no record of a bolus at 1pm on (B)(6) 2012. The patient was adamant that she delivered a bolus at that time and stated that her husband witnessed her delivering the bolus. The patient is currently off the pump and is on a backup plan until a replacement pump arrives. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy and due to the discrepant bolus history.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows that the last basal delivery occurred on (B)(4) 2013 and the last bolus delivery occurred on (B)(4) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The bolus history showed no evidence of a bolus being programmed or delivered on (B)(4) 2012 at 1pm. A review of the black box and alarm history showed no errors or alarms associated with the complaint; only typical usage was observed. A normal 10-unit bolus and a 10-unit audio bolus were successfully performed and accurately recorded to the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.